Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. Reportedly, the customer was using lyumjev brand insulin and cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.